Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a redo atrial fibrillation ablation procedure using a thermocool® smart touch® sf bi-directional navigation catheter (stsf). The patient experienced cardiac tamponade that required pericardiocentesis. It was reported that during the case, they noticed the patient's blood pressure was dropping and pericardial effusion was noted in the right ventricle. Patient underwent pericardiocentesis and the patient stabilized. The physician stated that they think the injury was caused when they were in the cs and at one point they saw they had 40 to 60 grams of force. He was pushing too hard with the stsf and perforated the cs. Patient fully recovered. Transseptal puncture was performed. Ablation was performed prior to noting cardiac tamponade. There was evidence of steam pop. The event occurred during the ablation phase.

Manufacturer narrative:
On 29-nov-2023, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) was performed for the finished device number lot 31119694l and no internal action related to the complaint was found during the review. Based on the completed mre, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated with appropriate information. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).